Manufacturer narrative:
H2: computer lot number: 1721437. H2, h3, h6: the returned computer was analyzed, and no failures were found. Previously reported code b01 is applicable, as are codes c19 and d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735225r, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A manufacturer representative went to the site to test the equipment. It was reported that the monitors were flickering. The ima ging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the monitors were flickering. It was further reported that the manufacturer representative tried to recreate the issue. The manufacturer representative tightened the connections on the video splitter and I/o hub and behind both screens. They navigated through several software applications and then started getting the ¿no signal¿ display. Additional information was received from the manufacturer representative. It was further reported that the monitors were functioning and then started flickering. The manufacturer representative stated that rebooting the system resolved the issue. It was noted that the system was reset with a hard reboot. The manufacturer representative mentioned that they tried on two occasions and could not reproduce the issue. It was noted that the computer was not replaced. After troubleshooting the issue, the system was performing as intended. On the second day of troubleshooting, the system shut down process seemed normal, and the flickering monitor issue still could not be reproduced. The manufacturer representative stated that the flickering screens could have been due to a loose cable, and that the ¿no signal¿ display was due to a longer than expected shut down process. No patient was present when the issue was identified.